Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to printed-circuit board failure and loosening of the flexible print circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, a complete loss of the image function was observed on the monitor screen when connecting endoscopes from evis exera I and evis exera ii series. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc checked the change history of parts related to the reported phenomenon and found out that the design of the board was changed on april 16, 2018. Omsc presumed that the operational amplifier malfunctioned then the reported phenomenon occurred because the subject device was manufactured before the circuit design change.